Manufacturer narrative:
The following fields have been updated with additional information: h6 annex a,b and g, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 6 failed and could not be recovered. A field service engineer cleaned and reseated the latch connection, cleaned tower door top contacts due to corrosion and cleaned harness pins on the controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation 4000 system drawer failed, which could not be recovered. The customer rebooted the station still failed, prevented the user from accessing medication. The customer stated that the users were able to recover or use alternative means to get the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 6 failed and could not be recovered. A field service engineer cleaned and reseated the latch connection, cleaned tower door top contacts due to corrosion and cleaned harness pins on the controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation 4000 system drawer failed, which could not be recovered. The customer rebooted the station still failed, prevented the user from accessing medication. The customer stated that the users were able to recover or use alternative means to get the required medication. There were no adverse events or injuries reported based on this event.